Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller on corrective actions, such as removing the cartridge and delivering a 9-unit bolus, but the customer declined to troubleshoot further and intended to follow up if issues continued.